Event description:
An aus balloon and pump were implanted on 11/27/95. On 5/16/96 a cuff was implanted as a second stage surgery. On 11/14/96 the cuff was removed from the pt and replaced due to downsizing--smaller cuff implanted.